Manufacturer narrative:
A port with catheter was returned for evaluation. The catheter had been severed into two segments. Tactual examination of the catheter segments found the tubing ahd been stretched and elastically weakened just distal to the port connection. There were several permanent bends along the length of both segments, but these bends did not appear to affect the elastic integrity of the tubing. The broken ends of the tubing had been compressed and permanently flattened. The break line was perpendicular with the axis of the tubing, and appeared jagged and broken. The broken halves matched when the ends were mated. Under magnification, the severed surface texture appeared rough and granular with random striations across the broken plane. The cross sections of the broken tubing had been permanently deformed into oval shapes. The oval cross sections were measured using a calibrated microscopic micrometer. The longest part of the proximal segment's broken end outer diameter measured o.136", with an oval width of 0.106". The longest part of the distal segment's broken end outer diameter cross section measured 0.132", with an oval width of 0.113". These signs, along with the circumstances of the malfunction, are typical of a clavicle/first rib compression fracture, a complication associated with the medial placement of the catheter in the subclavian vein. This is a risk against which the MFR warns against in its instructions for use.

Event description:
The port was placed 5/29/96 for chemotherapy. On 9/20/96, it was reported that there was some resistance during flushing and the infusion only flowed if the pt's arm was raised. Swelling was reported directly above the port. The port was deaccessed and a fluoroscopy was done.